Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease flat white particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp opening plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.